Event description:
Fentanyl drip (250 ml bag) set up and pump set for 5 ml/hr and volume to be infused at 100 ml to count back. Drip (entire bag) infused in one hr. Pump indicated only 6 ml had infused but bag empty. Pt blood pressure dropped into 60's requiring massive fluid resuscitation and instituting dopamine drip. Also had st changes on EKG which resolved with fluids and dopamine. Long term effects unk.